Manufacturer narrative:
(B)(4). This report was received from a consumer via the patient support program (patients retention program (B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized via the emergency room due to the peritonitis. On an unreported date, the patient received unspecified antibiotic treatment (dose, frequency and route of administration not reported) for the peritonitis. At the time of this report, the patient was still hospitalized, the peritonitis was resolving, the patient was recovering for the event and extraneal/physioneal therapies were ongoing. No additional information is available.